Event description:
On (B)(6) 2025, a male patient underwent a thrombectomy and atherectomy procedure using a rotarex device for lower extremity arterial stenosis via femoral artery access. It was reported that during aspiration in the true lumen, a 2:1 ratio of fluid withdrawal had been observed, with no blood flow. Attempts to withdraw the guidewire had been unsuccessful. Upon removal from the body, the distal spring tip was found to be extended and unable to retract. The guidewire was retrieved after multiple attempts. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided image contain information regarding catheter mechanical jam. After review of the provided image helix break was observed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device for lower extremity arterial stenosis via femoral artery access. It was reported that during aspiration in the true lumen, a 2:1 ratio of fluid withdrawal had been observed, with no blood flow. Attempts to withdraw the guidewire had been unsuccessful. Upon removal from the body, the distal spring tip was found to be extended and unable to retract. The guidewire was retrieved after multiple attempts. The procedure was completed using another device. There was no reported patient injury.